Event description:
It was reported that the subject device distal end was damaged. No additional information was provided. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. The reported event, distal end was damaged, was confirmed. The most likely cause of the reported event was component failure due to degradation problem. Should additional relevant information become available, a supplemental report will be submitted olympus will continue to monitor field performance for this device.